Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence patient reported that they believed that their leads had moved out of place and been disconnected and that they did not feel any stimulation. They further mentioned that they have talked with the mdt representative and had gone to get an x-ray. On (B)(6) 2018 they stated that the wires had been dislodged and have set up an appointment with their health care professional on (B)(6) 2018. No further complications were noted or anticipated